Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump and advised the customer to switch to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and advised the customer on steps to take upon receiving the replacement pump. They also instructed the customer on how to put the current pump into storage mode and handle its return. Caller acknowledged all instructions and agreed with the resolution plan.